Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 406 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer advised they have been dealing with high blood glucose levels for a week. Customer declined to perform high pressure test. Customer was advised to change out the entire set, reservoir, insulin and to treat their high blood glucose levels per healthcare provider's instructions. Customer was advised to call back if high blood glucose levels persist.